Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent left tha on (B)(6) 2010 and was implanted with lfit v40 femoral head and accolade tmzf stem. The left hip was revised on (B)(6) 2025 due to alleged head disassociation.